Manufacturer narrative:
Product code: our (sacroiliac joint fixation). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. CT images review result: single CT image provided showed mild loosing around the screw. No fracture is evident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2018 due to "isg" pain on the left side with pronounced instability. The alleged implant was implanted in this surgery. No complications were experienced during surgery. After initially 2 weeks of strong feelings of tension, the pain improved. Hence, operation for isg stiffening was done at right side with the same implant on (B)(6) 2019. However, from mid-march, there was a strong increase in pain again; hence, a follow-up was done (B)(6) 2019. Follow-up x-ray dated (B)(6) 2019 showed a halo around the implants. According to the surgeon, this was due to loosening of the left implants. Hence, on (B)(6) 2019, the implants were explanted and were replaced with products from other manufacturer. The revision surgery went well, without any complications.

Manufacturer narrative:
Product analysis: visual and optical inspection revealed some wear on the first few rows of the inner threads of the bone screw. The outer threads of the screw have not been damaged. Dimensional check confirmed the screw was made to print. Root cause of screw removal could not be undetermined. If information is provided in the future, a supplemental report will be issued.